Event description:
A male patient contacted lifecor customer support to report that neither battery pack will start the monitor. One battery pack was placed in charger today and began to charge with blinking charging icon. It was charging normally. One battery pack was removed from charger this morning after charging overnight and displaying a green charged icon. Support requested both be used to start monitor. Neither successfully powered up the monitor. A lifecor territory manager (tm) visited the patient. There does not appear to be any damage to battery connectors or pins bent inside monitor well. Neither of the patient's batteries nor the new batteries brought by the tm will start original monitor. All batteries started replacement monitor. The tm replaced the patient's monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem confirmed. The cause of the reported problem was a defective programmable logic device (u3) on the computer/analog pca within the monitor. U3 is used to program most of the functions of the monitor including the delivery of pulses. The root cause of the u3 failure cannot be positively identified, but was unlikely a random component failure. This is an unusual event. No adverse events resulted from the u3 failure. The patient received a replacement monitor.